Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracoscopic lobectomy, while resection of left upper lobe artery, the device was able to fire, but it had an incomplete staple line at the distal part. To resolve the issue, they hand stitched the blood vessels. There was no patient injury.